Event description:
The caller reported that a 6dct tracheostomy tube was inserted in the patient. The patient was transferred to ICU and was attached to a ventilator. The cuff was inflated to about 18 mg hg by the respiratory therapist. About two hours post surgery, the ventilator alarms sounded and the respiratory therapist examined the patient and found the cuff of the tracheostomy tube was deflated. The respiratory therapist could not reinflate the cuff and clamped the pilot line with a hemostat. The leak persisted. Volumes and pressures were adjusted on the ventilator in order to maintain adequate gas exchange. The surgeon was notified and the patient was taken back to the operating room, and the tracheostomy tube was replaced with another 6dct. The used tube was discarded and the lot number is unknown.